Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited noise. The noise was reproducible upon an electrogram in unipolar configuration. The patient was asymptomatic. No intervention was reported and the patient would be monitored.

Event description:
New information indicated the device was reprogrammed. No patient symptoms were reported.